Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that user unable to remove a specific type of medication issue. The technical support specialist applied knowledge article to perform delete from purge. Purge statistics to resolve the issue. The system functioned as intended after troubleshot by the technical specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had an unload duplicate pocket and full sync the station issue. The customer stated that the when searching the meds, it is not showing up which causes a delay in dispensing. The patient had visibility of all other meds except for oxycodone 5 mil. There were no adverse events or injuries reported based on this incident.